Event description:
A distributor reported that a piston in the pump was twisted, preventing the cartridge from being inserted. There was no reported impact to the customer's blood glucose level. A replacement pump was sent to the customer.